Manufacturer narrative:
Patient remains implanted. This is the final report.

Event description:
A report was received that a physician implanted an ipg with an expired sterility date. The patient was reportedly doing well.